Manufacturer narrative:
Inspection: visual inspection revealed that the inferior plate (mb115k lot 5338496) has partially disassembled from the peek cartridge. The superior plate (mb074k lot 5373320) was still assembled to the cartridge. The item could be fully disassembled and reassembled using si-mobc-0001 with no difficulty. Potential cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to an off-axis force applied to the implant during surgery or the knob on the inserter being over-turned, resulting in the disassembly. DHR review and related actions: per DHR review, the part was likely conforming when it left zimmer biomet control. Device use and compatibility: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that upon introduction of the mobi-c implant into the disc space c6-7, the implant came apart when it had been impacted 2 times. The implant was removed and replaced with a new implant to complete the procedure without patient impacts.